Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information from the health care professional reported that the wires were not disconnected.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v749520, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3093-28, lot# v749520, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported she could not feel stimulation. She went to her healthcare provider (hcp) and the hcp thought the implantable neurostimulator (ins) may have been depleted and it needed to be replaced. During the replacement procedure they found the wire was disconnected from the ins and the entire system had to be replaced. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No cause was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that a month after the patient had their device replaced, the patient could tell it was not working. The patient's symptoms were getting worse and they couldn't feel it anymore. When the patient had an appointment they told their health care provider (hcp) they couldn't feel stimulation and they did an x-ray and told the patient it had come loose. The lead came out of place. They made an appointment and the patient had their device and lead replaced in (B)(6) 2015.